Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The reported patient effects of occlusion and pain are known potential patient effects as listed in the supera instructions for use (IFU). Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Based on the case information and related record review, a conclusive cause for the reported stent damage and subsequent patient effect(s), and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the procedure on (B)(6) 2014 was to treat an occluded popliteal artery with no tortuosity. Pre-dilatation was performed and the 6 x 60 supera stent was implanted without issue. The patient returned to the hospital in (B)(6) 2016 due to leg pain. Angiography was performed and revealed that the supera stent had twisted and caused a new occlusion. Angioplasty was performed to re-open the vessel, but was unsuccessful and the artery was left occluded. No additional information was provided.